Event description:
The customer reported the visera elite xenon light source lamp fails to light up. The event occurred during preparation for use and a similar device was used to complete the operation with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of the lamp failing to light up was confirmed due to defective converter and igniter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the failed power supply and igniter cannot be identified. Olympus will continue to monitor field performance for this device.